Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are 2 complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon felt some resistance and then the lens gave way and entered the eye quickly. There was no harm and the lens remains implanted. Additional information was requested.

Manufacturer narrative:
The device was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle tip is pinched. This damage may have occurred during return as the device was returned unsecured. The lens was not returned. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The root cause for the reported resistance may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).